Manufacturer narrative:
Cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. Insulin pump passed prime/compromised force sensor system, displacement and excessive no delivery alarm test. No rewind anomaly noted. However moisture damage was noted on motor assy.

Event description:
It was reported that the customer was unable to rewind the insulin pump after reservoir and battery changed. Customer stated there was a piece of plastic missing from the battery compartment threading. Customer's blood glucose was 89 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.